Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported event- when the plunger was retracted no suture was present (cuff miss/suture retrieval issue,) appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, when the plunger was retracted no suture was present. A second proglide device was being prepared for use; however, during inspection it was noted that the white suture appeared to be "exposed, hanging" outside of the proglide where the foot plate meets the shaft. The device was not used on the patient and there was no patient involvement. A third proglide device was used and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. There was no additional information provided.